Event description:
The customer reported to baxter healthcare one clearlink continu-flo solution set in which a hole was detected in the tubing. Per the report, there is patient involvement; however, there is no report of patient harm. No further information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection of the sample showed that the male luer was separated from the tubing and the tubing end was twisted and crimped. The sample was under water pressure tested which showed no leaks throughout the set. The reported complaint was confirmed; however, the root cause was undetermined.

Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.